Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It was reported that the stent delivery system (sds) was noted to have a pinhole in the balloon. Factors that may contribute to material split, cut or torn in the balloon include, but are not limited to, material properties, inadvertently mishandling, device difficult to remove from dispenser coil, interaction with accessory devices. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material split, cut or torn (balloon). There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the during preparation of the 3x12mm xience skypoint stent delivery system (sds), a pinhole was noted in the balloon. On the back table the pinhole was confirmed as saline was noted to coming out of the balloon. The sds was not used in used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.